Manufacturer narrative:
(B) (4).

Event description:
A confirmed motor stall was reported and tube set message with no motor stall recovery recorded. The motor stall was caused by the pt having an MRI three weeks ago. The pt was reported to be symptomatic and was "doing fine." The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.